Event description:
Caller reported a malfunction in the pump that resulted in a blood glucose level reading labeled as "high," though the specific value was unknown. To address this, the customer administered a corrective injection manually and did not require further third-party assistance. Technical support assisted the caller in resetting the pump, which did not resolve the issue, so a replacement pump was sent with updated software. The customer reverted to an alternate method of insulin therapy.